Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to site to perform a system checkout. The rep was able to replicate the issue and confirmed that the mobile viewing station (mvs) reboots itself after imaging system initialization screen appears, prior to patient info screen. Representative found that the 9 pin d-sub connector from the mobile viewing station(mvs) was loose and re-seating the connector. System checkout was performed after re-seating the cable and system passed all testings. System is performing as intended. No part was replaced. No part has been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the mobile viewing station (mvs) of the imaging system reboots itself when the system boots up. System restarts to initialization screen and reboot again. The system works normally after the second reboot. The issue was discovered when performing a system checkout. There was no patient at the time of the issue.